Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: visual inspection: except scratches, no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has indicated that the valve has a blockage. Adjustment test: the progav® 2.0 was tested and the valve could only be adjusted in the pressure ranges of 7-1o cmh20. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Result: first, we performed a visual inspection of the progav® 2.0. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, as well as the brake functionality and brake force. The valve was not permeable and not adjustable throughout the normal range. The brake function is fully given and the brake force is within tolerance. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm the presence of deposits in the valve at the time of our investigation. It is possible that the deposits observed inside the valve could have caused the malfunction. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hg-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 with shuntassistant 20 (#fx413t) was implanted during the procedure on (B)(6) 2014. According to the complainant, the valve was believed to be not adjustable. The patient underwent a revision procedure on (B)(6) 2017. The complainant device was returned to the manufacturer for evaluation. Weight: (B)(6).